Event description:
During patient use, suddenly a "switched to backup battery" alarm occurred when the ac cable was removed. The patient was ambu bagged and switched to another ventilator. Replacing the power pac battery resolved the issue.

Manufacturer narrative:
Although requested, additional patient information was not provided.